Event description:
The customer reported discrepant total beta human chorionic gonadotrophin (tbhcg) results, for one patient, involving the unicel dxi 800 access immunoassay system. The discrepant results were released out of the laboratory and questioned by the physician. Computed tomography (CT) scan was delayed for approximately five hours due to the discrepant results. There has been no report of current patient outcome to date. The customer stated bhcg quality control (qc) had been within specifications. The patient samples were collected into a becton dickinson (bd) top vacutainer tube with gel barrier. The samples were centrifuged at 3,000 rpm (rotations per minute) for seven minutes, at room temperature. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) performed system check and high sensitivity system check, which passed within specification for all parameters. The fse verified total beta human chorionic gonadotrophin (tbhcg) precision was within specification and quality control (qc) was within the laboratory's established limits. No hardware issues were identified. The unit conformed to the manufacturer's published performance specifications. A definitive cause of the event is unknown.